Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator experienced an e090 temporary failure error. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the error message e090 may have occurred due to a permanent hardware offset error, a temporary data transmission error or a temporary hardware initialization error and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in the instruction for use: any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. If error e090 only occurs sporadically (temporarily), the esg-400 is re-initialized by a restart in order to ensure correct and safe operation. In such a case, no further action is absolutely necessary. If error e090 occurs frequently or even permanently, the generator board should be replaced in accordance with the current service manual. Olympus will continue to monitor field performance for this device.